Event description:
While hanging rituximab that was primed in chemo tubing, chemo tubing snapped underneath pump and rituximab spilled out. This caused a delay in the medication due time and pharmacy had to remake the medication.